Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using a penumbra smart coil (smart coil), penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and guidewire. During the procedure, the physician advanced a smart coil into the target location and attempts to detach it using a handle; however, the smart coil failed to detach. The handle was removed, and the physician used a new handle to detach the smart coil, but the coil would not detach. It was reported that the physician pinched and pulled the proximal end of the pusher assembly of the smart coil at the black alignment zone and then used a forceps to detach the smart coil, but the attempts were unsuccessful, and the physician decided to remove the smart coil. Subsequently, while retracting, the smart coil unintentionally detached outside of the aneurysm. Therefore, the physician used a guidewire to push the detached smart coil back into the aneurysm and successfully implanted the coil. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section h. Box 6. Method code 2 h3 other text : placeholder.